Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction was occurred. The wearable was inserted into the thigh, which is off label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient's sensor was already inserted for 30 mins when he felt burning feeling on his leg. He also noticed the cgm was giving inaccurate reading of 40 while bg was 200 mg/dl. No mention of symptoms or treatment for hyperglycemia. He uses tandem t slim in modified closed loop. He removed the sensor and saw a huge red inflammation on his leg, around the needle puncture site. He went to the emergency department (ed) where he was given antibiotic shot and no testing or treatment was performed. He was able to go home that day. He was prescribed antibiotic tablets called bactrim to take twice a day at home for 10 days. He was feeling fine during the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect clinical code: needle stick/puncture.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the thigh, which is off label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient's sensor was already inserted for 30 mins when he felt burning feeling on his leg. He also noticed the cgm was giving inaccurate reading of 40 while bg was 200 mg/dl. No mention of symptoms or treatment for hyperglycemia. He uses tandem t slim in modified closed loop. He removed the sensor and saw a huge red inflammation on his leg, around the needle puncture site. He went to the emergency department (ed) where he was given antibiotic shot and no testing or treatment was performed. He was able to go home that day. He was prescribed antibiotic tablets called bactrim to take twice a day at home for 10 days. He was feeling fine during the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.